Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization and other 425 mg/dl. The customer did experience symptoms of high blood glucose value such as vomiting, difficulty breathing light headed. The customer treated high blood glucose with several medications. Customer not use in auto mode. The insulin pump will not be returned for analysis.